Event description:
During a trochanteric fixation nail procedure, the internal set screw collapsed before it was opened. The surgeon tried to insert the helical blade through the nail, when it became stuck. The helical blade and nail were removed and replaced. The surgeon stated that the incident displaced the fracture and satisfactory fixation could not be obtained. This is the 3rd of 3 reports submitted on this event. The surgeon stated that this incident displaced the fracture and was not able to obtain satisfactory fixation.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4): should have been blank in the initial report as concomitant devices are not relevant to this report.(B)(4).

Event description:
This is report 3 of 3 for complaint (B)(4).